Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a faulty touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) contacted the hospital and determined that the touch screen is faulty. However, the pse was not able to further evaluate nor repair the device as the customer declined service and repair. A multi-vendor/clinical engineering department is handling the service call/incident. The customer requested case to be closed. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site.